Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 9600 system workstation would not store data after 30-40 mins. No pt injury was reported.